Event description:
It was reported that during a surgical procedure while burring the femur, an error message was displayed: handpiece exposure control motor failure. Attempted to open the clamshell and make sure gears were working, unplugged handpiece and plugged back in. It still did not work. A new handpiece tray was opened and used replacement handpiece. After the case, troubleshoot test was performed and torque was 98 two times in a row. No surgical delay or patient injury was reported. Results of the investigation have concluded that the snaplock assembly was broken, which makes it a reportable event.

Manufacturer narrative:
H10: the navio handpiece (part number 110137 / serial number (B)(6), used use in treatment, had handpiece exposure control motor failure, while burring femur on (B)(6) 2018. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. The snap lock nut was broken. A broken snap lock nut would prevent the snap lock from moving along the lead screw, causing the handpiece exposure control motor failure. The root cause of this issue was found to be mechanical component failure. As part of corrective actions, a new and more robust design of the snaplock has been released.